Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged and exhibited loss of capture. The lead was repositioned successfully. No patient symptoms were reported.